Event description:
While plugged into bovie machine, monopolar laparoscopic bovie cord shorted and caught on fire and burned through cord. Dates of use: unk. Diagnosis or reason for use: splenectomy and cholecystectomy. Event abated after use, stopped or dose reduced: yes.